Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which showed fluid inside a bag that contained the device which suggested leak may have occurred. The reported condition was verified. Due to the nature of the sample provided, no further testing could be performed. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6. H11: the actual device was received for evaluation. A visual inspection was performed, and it was noted that there was fluid inside the bag that contained the unit. When the unit was removed from the bag, the cause of leak inside the bag was found to be a untightened winged luer cap. Signs of surface roughness were not observed inside the cap when inspected under the microscope. Therefore, the cause of the leak may be due to a use error by not securely tightening the winged luer cap. A functional leak test after ensuring the winged luer cap is securely connected to the device, and no signs of leaking were observed. Based on the samples analysis result, the unit was determined to be conforming product because no evidence of leak was observed during the functional leak test when the cap was securely tightened. The reported condition was verified. The cause of the reported condition was a user error. The product label (IFU, instructions for use) indicates, ¿ensure that the winged luer cap is securely connected after filling and priming.¿ a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.